Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, the asahi medium guide wire caused a dissection in the distal left anterior descending artery (lad). The dissection was treated with balloon angioplasty. No add'l event or pt info is available.